Manufacturer narrative:
Visual examination of the returned liner confirms wear to the poly material. The device and records eval did not, however, identify or verify any prod error or contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address poly wear of the liner and osteolysis.